Event description:
It was reported that during a thoracoscopy procedure, the staples malformed and caused tissue bleeding with two staples. The o.r. Time was extended about 45 minutes. No pt consequence was reported.